Event description:
The customer reported the system is failing local qa checks. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and recalibrated the collimator iris stops. System operates as intended. (B)(4).